Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (force used). Inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (lesion was severely calcified and excessively tortuous). Deformation problem (stent). Conclusion results: failure to follow instructions (force used). Known inherent risk (stent deformation) device failure/lack of effectiveness related to patient condition (lesion was severely calcified and excessively tortuous).

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the lad. The lesion was severely calcified and excessively tortuous. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. It was reported that as the physician attempted to deploy the stent, the stent was damaged by the excessive calcium in the vessel. Resistance was encountered when advancing the device due to the amount of calcium present and force was used. The lesion was re-ballooned and a stent was used to treat the lesion successfully. There was no patient injury reported. Device evaluation: the distal tip was flared. A number of struts on the 1st proximal segment were raised and deformed.